Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to possible erosion and infection. Reportedly, the boston scientific technical services (ts) discussed about the advisory and then referred the caller to the clinic for further information. No additional adverse patient effects were reported. The ICD remains implanted.